Event description:
A pt had an estimated blood loss of 304 ml when the content of the extracorporeal circuit was not returned to the pt following high tmp pressures and access issues. The nurse reported the pt was hemodynamically stable and did not require any medical intervention as a result of the blood loss.